Event description:
A report was received from the registry indicating that approximately 12 days after the index procedure where the left main coronary artery and the proximal left anterior descending artery where stented, the patient underwent a clinically driven staged procedure to the mid lad using a 2.5 x 18mm vision bare metal stent. Following this procedure, the patient experienced a stent thrombosis and expired. The thrombus was localized to the mid lad. However, the cause of the thrombosis was associated the under expansion/malposition of the cypher stents. The cause of death was reported as cardiac and highly related to the index devices. There was no evidence of myocardial infarction and an autopsy was not performed. During the procedure, the patient became hypotensive and cx and ri spasm improved with adenosine and levofed. Adjunct procedural therapy included intra aortic balloon pump. Pre procedure cardiac enzymes were reported as normal. At 6-24h post procedure, peak ck was >5 times above upper normal level (unl), peak ck-mb was >5 times above unl. At 24h-discharge peak ck was 3 times above unl and peak ck-mb was 3 times above unl.

Manufacturer narrative:
This patient was randomized to the registry in 2008 for three-vessel disease. A stage procedure was not planned. The indication for the index procedure was a previous myocardial infarction (date unknown). The first lesion was at the left main (unprotected). The vessel was a native coronary artery. Reference vessel diameter was 3.5mm. Lesion length was 23mm. Pre-procedure diameter stenosis was 80% and post procedure was zero percent. The lesion was denovo with inability to protect major side branch. It was moderately tortuous at proximal segment with moderate calcification and eccentric. Lesion classification was type b2. A 6f-guiding catheter was used. Predilation was performed using a 3.0x20mm balloon at 10 atms. Final kissing balloon technique was not used. Crb23350 was deployed at 18atms. Post dilatation was performed using a 4.0x15mm balloon at 20 atms due to stent under expansion. Ivus was not used. The second lesion was at the proximal lad. The vessel was a native coronary artery. Reference vessel diameter was 3.0mm. Lesion length was 18mm. Pre-procedure diameter stenosis was 50% and post procedure was zero percent. The lesion was denovo with no major side branch involvement. It was moderately tortuous at proximal segment with heavy calcification and eccentric. Lesion classification was type b2. A 6f-guiding catheter was used. Predilation was performed using a 2.5x20mm balloon at 10 atms. This stent overlapped the first. A cypher was deployed at 18 atms. Post dilatation was performed using a 3.0x20mm balloon at 20 atms due to stent under expansion. Ivus was not used. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01353 and 9616099-2008-01354. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.